Event description:
Qv sars otc; consumer asking if blood will skew results; customer had a pink line by the arrows on their first test. Tss informed customer that a small amount of blood would not affect the test results; educated customer about pink lines by arrows.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Qc investigation (B)(4) determined that the reported pink shading on the strip is a natural phenomenon and it is not related to any manufacturing defect. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no adverse trend was identified. Qc investigation (B)(4)determined that the reported pink shading on the strip is a natural phenomenon and it is not related to any manufacturing defect. The information you provided has been documented and will continue to be monitored for future trends. Root cause: no problem found. Source: email (B)(6).